Event description:
This model of suture has broken off inside the pt on 3 different occasions and successfully retrieved all 3 times. It breaks in half. The composition of the needle or something must be wrong.